Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was unable to remove. Before the removal, there was little urine outflow and urine leakage occurred in the foley catheter. The foley catheter was removed under procedure by urologist. The catheter was found to be knotted. Per follow-up information received from ibc on 28-oct-2021, it was unknown from where the urine leaked.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter received with gauze wrapped around mid shaft of the catheter. Visual inspection of the sample noted the catheter was knotted upon return. This is out of specification per inspection procedure, which states, "check for defects: excessive material (over fill), bubbles/voids, splits and/or blemishes". The gauze was removed from around the catheter, and the catheter was unknotted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest with no observed leaks . The catheter balloon was deflated with no issues or cuffing noted. The drainage funnel was flushed, with no observed leaks. Solution flowed as intended. This meet specification per inspection procedure which states, "check for defects: excessive material (over fill), bubbles/voids, splits and/or blemishes". No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review is not required as the reported event is unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was unable to remove. Before the removal, there was little urine outflow and urine leakage occurred in the foley catheter. The foley catheter was removed under procedure by urologist. The catheter was found to be knotted. Per follow-up information received from ibc on 28oct2021, it was unknown from where the urine leaked.